Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 16 due to a momentary power change to the speaker. Despite the issue, blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on blood glucose levels. Customer was assisted by technical support with a pump reset, but as the malfunction recurred, arrangements were made to replace the pump. Customer was advised to use an alternate method of insulin delivery through multiple daily injections (mdi) until the replacement pump with updated software was received. Tandem technical support provided necessary guidance on using the replacement, including storage mode instructions and shipping procedures.